Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, exposed wires) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cable connecting the distribution node (dn) to the rear therapy electrodes (tes), the cable connecting ECG "a", "b" and the front te, the cable connecting ECG "c" and "d", and the trunk cable were all pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. The root cause for the strained cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and that their electrode belt had exposed wires.